Event description:
It was noted patient died less than one year after device implant. Follow up with the clinic reported the cause of death was thyroid cancer with metastasis to the lungs. The last device cardiology visit had been 22 days prior to the patient death with normal device functions noted. Reported the death was not related to the device or lead system. It was unknown if an autopsy was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer tubing overlay cosmetic esc, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Event description:
It was noted patient died less than one year after device implant. The cause of death has been requested and not received.

Event description:
Asku